Event description:
A 3.0 x 15 mm sprinter rx dilatation balloon catheter was inserted for multiple pre-dilatations in a mid lcx lesion. Vessel morphology was reported to be moderately tortuous with severe calcification and a 90% stenosis. It was reported that the balloon was advanced to the intended lesion site. The balloon was inflated to 12 atm (1st and 2nd inflations), 14 atm (3rd and 4th inflations) and to 18atm for the 5th inflation. Upon the 6th inflation at 20atm the balloon burst. A smaller size sprinter balloon completed the predilation. The case was completed with another manufacturer's drug-eluting stent. The patient status is reported to be stable. Medtronic has received the device and its analysis has been completed. The returned device revealed radial burst located near the middle section of the balloon most likely related to lesion morphology and overinflation of the balloon. The physician believes the balloon burst was due to lesion morphology. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.